Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/lobectomy. On the halfway, the surgeon could not squeeze the handle and stopped using the device. The surgeon pulled back on the black return knob using force and checked the staple line. It was noticed that u-shaped staples fell into the cavity, they were retrieved. The case was completed using a new device. Additional tissue resection and tissue damage occurred due to the product malfunction. Patient is alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.